Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/03/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The complaint states the patient experienced a failed transmitter error. Data was provided for investigation. Product was not provided for investigation. Complaint was not confirmed during data review. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and no fatal error were found in the log. The patient's complaint was not confirmed because there were no fatal errors on the log. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.